Manufacturer narrative:
Analysis: device evaluation confirms the reason for return. Visual inspection shows one set of suction pods is broken off from the wire-loop head link component at the distal tip, as reported by the user. The detached piece was not returned for inspection. Additional event information indicates that when the user bent the pods forward to match the contour of the heart, part of the head link assembly broke off. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. The user may utilize the flexibility in the wire-loop head link prior to application on the epicardial surface. A caution included in the IFU states: "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: no patient event. Device analysis confirms the reason for return; an exact cause has not been determined for the reported product problem.

Event description:
Information received indicates the wire-loop head link component fractured during use; one set of suction pods broke off and detached during the case. The device was replaced and the case completed with no patient complication reported.